Event description:
Complainant alleged that during biomed testing, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an analog/digital cable that was not seated properly. The cable was reseated to resolve the malfunction. The customer received a replacement device.